Event description:
It was reported that the pt experienced a visual impairment when trial leads were implanted and stimulation was turned on. It occurred within 1-2 hrs of having the stimulation turned on. Further information has been requested.

Manufacturer narrative:
(B)(4)